Event description:
Baxter infusion sales rep. Received report from customer regarding a continue flo solution set that is leaking at the bottom of the drip chamber. Leak occurred during patients saline administration. Set was replaced and patients therapy continued. No patient injury has been reported. No additional information is available on this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.